Manufacturer narrative:
A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination found damage to the proximal edge of the stent. On the third and fourth rows from the proximal edge three struts were slightly raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. No additional product analysis or external evaluations were performed. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. This investigation will be assessed with the most probable root cause classification of operational context.

Event description:
It was reported that during a coronary artery stenting procedure that during withdrawal of the guide catheter, a strut of the stent raised up. The lesion being treated is unknown. The physician attempted to treat the lesion with a 2.25 x 20mm taxus liberte' stent. The lesion was "very calcified". The lesion was not predilated. The guide catheter was removed and it was observed that a strut of the stent was raised up. The procedure was completed with another of the same device. The patient status was listed as "normal".